Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the meshgraft ii mesher serial number (B)(6) by zimmer biomet japan on 21 april 2020 revealed that there was a cutter blade and side plate failure. Repair of the device was performed by zimmer biomet japan on 21 april 2020 which included replacement of the cutter, and sideplate. The device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the unit was sent in for maintenance but was in need of repair for not meshing properly. Event occurred during surgery. There was no harm and no delay, and an alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.